Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? Please describe the noise. ---hissing. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Please note that an investigation has been initiated to address the potential root cause of the insufflations issues. Additionally, the black seals of the universal seal assembly were noted to be damaged. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leak started in less than 15 minutes. While a forceps was not being inserted, air was leaking with a hissing noise. The device was used as-is to complete the case. There were no adverse consequences for the patient. The instruments used with the device were a maryland forceps, electrical device and an electrical probe.